Manufacturer narrative:
(B)(4). Approximate age of device ¿ 58 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a heart transplant on (B)(6) 2016. Due to gastrointestinal (gi) bleeding events, the patient had been listed as status 1a on the transplant list. The patient developed gi bleeding early postoperatively. Five hemoclips were placed and received epinephrine injections to treat the bleeding. Aspirin was permanently discontinued and warfarin was resumed without further bleeding. The patient was discharged home post-implant on (B)(6) 2016. On (B)(6) 2016, the patient was admitted after presenting with melena, weakness, and shortness of breath in the setting of a recent supra-therapeutic inr. The patient¿s international normalized ratio (inr) was 2.6 at admittance. Anticoagulation was held, and the patient was to not be restarted on any anticoagulants. The goal was to transplant the patient given the significant bleeding risk while on anticoagulation. The patient was transplanted on (B)(6) 2016. It was reported that there were no known issues with the pump.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.